Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultra 2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 8:00 pm the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The patient took his usual dose of oral diabetes medication, type unspecified. On (B)(6) 2010 at 6:30 am the patient experienced the symptoms of dizziness and blurred vision. The patient contacted his physician, who advised the patient to increase his oral diabetes medication. Troubleshooting revealed the patient's test strips were correct, and the patient had correctly replaced the meter's battery. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose level due to the reported meter's power issue, and received treatment from his physician. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot #: not provided.